Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump turning off without an alarm. The insulin pump during the tests turned off without alarm and when the pump turned on it alarmed low battery. The customer's blood glucose level was 180 mg/dl at the time of the incident. No further details given. Pump will be return for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded battery tube. We were unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify off no power and low battery alarms due to blank display. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address label, stained serial number label and stained end cap sticker.